Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with diabetic ketoacidosis. It was reported that the patient was taken to the hospital via ambulance and was treated in the emergency room by their healthcare provider with IV fluids. It was reported that the patient did not do well on the pump with insulin. Additional information was not provided and the reporter declined to return the pump. There was no indication or allegation of a pump malfunction at the time of the call to animas; however a clear cause of the alleged bg excursion was not determined. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown cause while using insulin pump therapy.